Event description:
It was reported that the "tube blocked" alarm on renasys touch was displayed, it was unable to resolve by changing the dressing and canister. No patient harm reported. No delay and there was a backup available.

Manufacturer narrative:
The device, was used in treatment was returned for evaluation, could not establish a relationship between the event reported and the device. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed no blockage alarm. No fault found. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable root cause maybe an obstruction. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.